Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a worn and burnt distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of the distal cover being burnt was confirmed. However; probably cause and definitive root cause could not be determined. The event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). The operation manual of gif/cf-170 series, chapter 3 preparation and inspection there is caution when using high-energy endo therapy accessories as follows: the operation manual gif/cf-170 series, chapter 4 operation 4.3 using endo therapy accessories olympus will continue to monitor field performance for this device.